Event description:
During initial testing at the user facility, when the device was programmed in the pca only mode to deliver a concentration of either 1 mg/ml or 5 mg/ml, the device delivered a measured volume of 0.6 ml to 1.3 ml from an expected delivery of 1 ml. Delivery accuracy for this device requires delivery of +/- 5% of the set amount. The customer contact reported that the device delivered loading doses accurately. It is unspecified if there were any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.